Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image when plugged in. The intended procedure was completed with a similar device. There were no reports of patient involvement.